Event description:
It was reported that the collimator would come down and the system would lock up intermittently. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluation the system and replaced the hard drive, coin battery on the xrc, and the power plug. System operates as intended.